Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent was received for analysis; the device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed by 20mm. However, it was possible to fully deploy the stent during analysis. A bend was noted in the shaft proximal to the crocheted stent. No issues were noted with the profile of the crochet stitches from the point of release from the stent. There was no evidence that the device was used in a manner inconsistent with the labeled indications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was used during a stent implantation procedure to treat a malignant stricture in the left bronchus performed on (B)(6) 2015. Reportedly the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. According to the complainant, during the procedure the physician began deploying the ultraflex¿ tracheobronchial stent in the left bronchus. Resistance was felt during deployment and the physician noted that the release suture was stuck. The physician was unable to deploy the ultraflex¿ tracheobronchial stent completely and it was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was used during a stent implantation procedure to treat a malignant stricture in the left bronchus performed on (B)(6) 2015. Reportedly the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. According to the complainant, during the procedure the physician began deploying the ultraflex¿ tracheobronchial stent in the left bronchus. Resistance was felt during deployment and the physician noted that the release suture was stuck. The physician was unable to deploy the ultraflex¿ tracheobronchial stent completely and it was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.